Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time was 650mg/dl. The customer's current blood glucose levels are over 600mg/dl. Troubleshooting was conducted, and the customer was being assisted on setting up the insulin pump. The set-up was incomplete, the customer was advised to monitor the device and call back.